Manufacturer narrative:
SUMMARY REPORT QUARTER: QUARTER 2 (APRIL 1- JUNE 30). ACTUAL DATE OF EVENT(S) IS UNKNOWN. DATE RANGE FOR REGISTRY REPORT INCLUDES ALL REVISIONS FROM 2005 THROUGH 20 MAY 2019. THIS REPORT IS BEING SUBMITTED AS PART OF A RETROSPECTIVE REVIEW OF PREVIOUSLY DOWNLOADED REGISTRY DATA THAT WAS ASSESSED FOR ADVERSE EVENT REPORTING ON 24 JUL 2024. IT WAS REPORTED THAT FROM THE REGISTRY REPORT "FIRST REVISION OUTCOMES OF THE SLR-PLUS STEM - NATIONAL JOINT REGISTRY FROM UNITED KINGDOM", 14 PATIENTS UNDERWENT A REVISION SURGERY DUE TO THE FOLLOWING REASONS: THREE (3) PATIENTS DUE TO LOOSENING OF THE STEM, ONE (1) PATIENT DUE TO A PERIPROSTHETIC FRACTURE OF THE FEMUR, THREE (3) DUE TO A DISLOCATION, ONE (1) DUE TO AN UNSPECIFIED INFECTION AND UNEXPLAINED PAIN, ONE (1) DUE TO UNSPECIFIED INFECTION, ONE (1) DUE TO LOOSENING OF THE STEM, SOCKET, OSTEOLYSIS AROUND THE STEM AND CUP AND MALALIGNMENT OF THE STEM, ONE (1) DUE TO LOOSENING OF THE CUP AND UNSPECIFIED INFECTION, ONE (1) DUE TO LOOSENING OF THE STEM, MALALIGNMENT OF THE CUP AND HEAD/SOCKET MISMATCH, ONE (1) DUE TO LOOSENING OF THE STEM AND ADVERSE SOFT TISSUE REACTION TO PARTICULATE DEBRIS AND ONE (1) PATIENT DUE TO UNSPECIFIED REASONS. THIS COMPLAINT WAS OPENED BY SMITH+NEPHEW TO DOCUMENT PATIENT COMPLICATIONS IDENTIFIED THROUGH A REVIEW OF THE "FIRST REVISION OUTCOMES OF THE SLR-PLUS STEM - NATIONAL JOINT REGISTRY FROM UNITED KINGDOM" REGISTRY REPORT THAT INCLUDES REFERENCE TO THE USE OF A SMITH+NEPHEW PRODUCT. THE REPORTED ISSUE(S) RELATE TO KNOWN INHERENT PROCEDURAL RISKS THAT ARE APPROPRIATELY DOCUMENTED IN OUR RISK FILES. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED. SMITH+NEPHEW HAS NO REASON TO SUSPECT THAT THE PRODUCT FAILED TO MEET ANY SPECIFICATIONS AT THE TIME OF MANUFACTURE. THE LIMITED NATURE OF REGISTRY DATA COUPLED WITH THE ANONYMITY OF CONTRIBUTING HEALTHCARE PROVIDERS PROHIBITS FURTHER FOLLOW-UP TO OBTAIN ADDITIONAL EVENT AND PATIENT INFORMATION OR RETURN OF THE REPORTER¿S DEVICE. BASED ON OUR REVIEW OF ALL CURRENTLY AVAILABLE INFORMATION, WE ARE UNABLE TO CONFIRM A RELATIONSHIP BETWEEN THE REPORTED EVENT AND THE DEVICE OR IDENTIFY A DEFINITIVE ROOT CAUSE. HOWEVER, AS THE USE OF OUR PRODUCT CANNOT BE EXCLUDED AS A POTENTIAL CAUSE OR CONTRIBUTORY FACTOR TO THE REPORTED ISSUE, WE ARE CONSERVATIVELY SUBMITTING THIS REPORT IN ACCORDANCE WITH APPLICABLE REGULATIONS. IF ADDITIONAL INFORMATION BECOMES AVAILABLE THAT ALTERS THE CONCLUSIONS OF THIS REPORT, A FOLLOW-UP REPORT WILL BE SUBMITTED AS REQUIRED.

Event description:
IT WAS REPORTED THAT, IN THE NATIONAL JOINT REGISTRY FROM UNITED KINGDOM, THE FOLLOWING PATIENTS WHO UNDERWENT A FIRST REVISION SURGERY WHERE A SLR-PLUS CEMENTLESS STEM WAS IMPLANTED WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: THREE (3) PATIENTS DUE TO LOOSENING OF THE STEM, ONE (1) PATIENT DUE TO A PERIPROSTHETIC FRACTURE OF THE FEMUR, THREE (3) DUE TO A DISLOCATION, ONE (1) DUE TO AN UNSPECIFIED INFECTION AND UNEXPLAINED PAIN, ONE (1) DUE TO UNSPECIFIED INFECTION, ONE (1) DUE TO LOOSENING OF THE STEM, SOCKET, OSTEOLYSIS AROUND THE STEM AND CUP AND MALALIGNMENT OF THE STEM, ONE (1) DUE TO LOOSENING OF THE CUP AND UNSPECIFIED INFECTION, ONE (1) DUE TO LOOSENING OF THE STEM, MALALIGNMENT OF THE CUP AND HEAD/SOCKET MISMATCH, ONE (1) DUE TO LOOSENING OF THE STEM AND ADVERSE SOFT TISSUE REACTION TO PARTICULATE DEBRIS AND ONE (1) PATIENT DUE TO UNSPECIFIED REASONS. NO FURTHER INFORMATION IS AVAILABLE. TIMEFRAME: (B)(6) 2005 (FIRST IMPLANTATION) - (B)(6) 2019 (MOST RECENT REVISION).

Event description:
Unique Complaint ID Number,Event Date,Date Entered,Manufacturer Aware Date,Brand Name,Generic Name,Model Number,Lot Number,Catalog Number,Serial Number,UDI Number,PMA / 510K Number,Date Returned to Manufacturer,Type of Reportable Event,Event Description,Manufacturer Narrative,Medical History,Patient Age,Patient Gender,Patient Weight,Date Implanted,Date Explanted,Health Effect Clinical Code,Health Effect Impact Code,Device Problem Code,Device Component Code,Investigation Type Code,Investigation Findings Code,Investigation Conclusion Code,Remedial Action Type,Latest Line Item Version;CASE-2024-00219579-1,5/13/2010,7/24/2024,7/24/2024,SLR-Plus Cementless Stem,SLR PLUS Revision Stem 3,N/A,11803,75002799,N/A,7.612E+12,K093991,N/A,Serious Injury,Patient had a revision surgery due to the following reasons listed in the NJR-UK registry: Loosening ¿ stem.,"This complaint was opened by Smith+Nephew to document a patient complication identified through the review of a National Joint Registry - United Kingdom report (Outcomes of SRL-PLUS stems after first revision) that includes reference to the use of a Smith+Nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+Nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. The limited nature of registry data coupled with the anonymity of contributing healthcare providers prohibits further follow-up to obtain additional event and patient information or return of the reporter¿s device. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required. ",Patient had a first revision due to the following diagnosis: Other.,60,Female,Unknown,6/30/2008,5/13/2010,E1612,F1905,A0102,G07001,B20;B22,C19,D12;D15,N/A,0;CASE-2024-00219579-1,10/15/2008,7/24/2024,7/24/2024,SLR-Plus Cementless Stem,SLR PLUS Revision Stem 5,N/A,11805,75002803,N/A,7.612E+12,K093991,N/A,Serious Injury,Patient had a revision surgery due to the following reasons listed in the NJR-UK registry: Peri-Prosthetic Fracture ¿ Stem.,"This complaint was opened by Smith+Nephew to document a patient complication identified through the review of a National Joint Registry - United Kingdom report (Outcomes of SRL-PLUS stems after first revision) that includes reference to the use of a Smith+Nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+Nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. The limited nature of registry data coupled with the anonymity of contributing healthcare providers prohibits further follow-up to obtain additional event and patient information or return of the reporter¿s device. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required. ",Patient had a first revision due to the following diagnosis: Loosening ¿ stem/Loosening - socket/Lysis ¿ Stem/Lysis ¿ Socket/Peri-Prosthetic Fracture ¿ Stem.,83,Male,82,8/27/2008,10/15/2008,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,N/A,0;CASE-2024-00219579-1,3/26/2012,7/24/2024,7/24/2024,SLR-Plus Cementless Stem,PLUS SLR Integr Rev Stem w.Ti.HA 4,N/A,11864,75002817,N/A,7.612E+12,N/A,N/A,Serious Injury,Patient had a revision surgery due to the following reasons listed in the NJR-UK registry: Dislocation/Subluxation.,"This complaint was opened by Smith+Nephew to document a patient complication identified through the review of a National Joint Registry - United Kingdom report (Outcomes of SRL-PLUS stems after first revision) that includes reference to the use of a Smith+Nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+Nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. The limited nature of registry data coupled with the anonymity of contributing healthcare providers prohibits further follow-up to obtain additional event and patient information or return of the reporter¿s device. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required. ",Patient had a first revision due to the following diagnosis: Other.,64,Female,Unknown,3/5/2012,3/26/2012,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,N/A,0;CASE-2024-00219579-1,1/15/2013,7/24/2024,7/24/2024,SLR-Plus Cementless Stem,SLR PLUS Revision Stem 5,N/A,11805,75002803,N/A,7.612E+12,K093991,N/A,Serious Injury,Patient had a revision surgery due to the following reasons listed in the NJR-UK registry: Loosening ¿ stem.,"This complaint was opened by Smith+Nephew to document a patient complication identified through the review of a National Joint Registry - United Kingdom report (Outcomes of SRL-PLUS stems after first revision) that includes reference to the use of a Smith+Nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+Nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. The limited nature of registry data coupled with the anonymity of contributing healthcare providers prohibits further follow-up to obtain additional event and patient information or return of the reporter¿s device. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required. ",Patient had a first revision due to the following diagnosis: Loosening ¿ stem/Loosening - socket.,82,Male,86,9/1/2008,1/15/2013,E1612,F1905,A0102,G07001,B20;B22,C19,D12;D15,N/A,0;CASE-2024-00219579-1,11/6/2013,7/24/2024,7/24/2024,SLR-Plus Cementless Stem,SLR PLUS Revision Stem 7,N/A,11807,75002807,N/A,7.612E+12,K093991,N/A,Serious Injury,Patient had a revision surgery due to the following reasons listed in the NJR-UK registry: Infection/Unexplained Pain.,"This complaint was opened by Smith+Nephew to document a patient complication identified through the review of a National Joint Registry - United Kingdom report (Outcomes of SRL-PLUS stems after first revision) that includes reference to the use of a Smith+Nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+Nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. The limited nature of registry data coupled with the anonymity of contributing healthcare providers prohibits further follow-up to obtain additional event and patient information or return of the reporter¿s device. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required. ",Patient had a first revision due to the following diagnosis: Loosening ¿ stem/Unexplained Pain.,72,Female,Unknown,9/12/2012,11/6/2013,E1906;E2308,F1905,A24,G07001,B20;B22,C19,D12;D15,N/A,0;CASE-2024-00219579-1,9/23/2005,7/24/2024,7/24/2024,SLR-Plus Cementless Stem,SLR PLUS Revision Stem 3,N/A,11803,75002799,N/A,7.612E+12,K093991,N/A,Serious Injury,Patient had a revision surgery due to the following reasons listed in the NJR-UK registry: Dislocation/Subluxation.,"This complaint was opened by Smith+Nephew to document a patient complication identified through the review of a National Joint Registry - United Kingdom report (Outcomes of SRL-PLUS stems after first revision) that includes reference to the use of a Smith+Nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+Nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. The limited nature of registry data coupled with the anonymity of contributing healthcare providers prohibits further follow-up to obtain additional event and patient information or return of the reporter¿s device. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required. ",Patient had a first revision due to the following diagnosis: Dislocation/Subluxation/Wear of Acetabular Component.,85,Female,Unknown,9/6/2005,9/23/2005,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,N/A,0;CASE-2024-00219579-1,2/14/2011,7/24/2024,7/24/2024,SLR-Plus Cementless Stem,SLR PLUS Revision Stem 3,N/A,11803,75002799,N/A,7.612E+12,K093991,N/A,Serious Injury,Patient had a revision surgery due to the following reasons listed in the NJR-UK registry: Infection.,"This complaint was opened by Smith+Nephew to document a patient complication identified through the review of a National Joint Registry - United Kingdom report (Outcomes of SRL-PLUS stems after first revision) that includes reference to the use of a Smith+Nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+Nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. The limited nature of registry data coupled with the anonymity of contributing healthcare providers prohibits further follow-up to obtain additional event and patient information or return of the reporter¿s device. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required. ",Patient had a first revision due to the following diagnosis: Loosening ¿ stem.,78,Female,Unknown,12/16/2008,2/14/2011,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,N/A,0;CASE-2024-00219579-1,8/17/2015,7/24/2024,7/24/2024,SLR-Plus Cementless Stem,SLR PLUS Revision Stem 5,N/A,11805,75002803,N/A,7.612E+12,K093991,N/A,Serious Injury,Patient had a revision surgery due to the following reasons listed in the NJR-UK registry: Loosening ¿ stem/Loosening - socket/Lysis ¿ Stem/Lysis ¿ Socket/Malalignment ¿ Stem.,"This complaint was opened by Smith+Nephew to document a patient complication identified through the review of a National Joint Registry - United Kingdom report (Outcomes of SRL-PLUS stems after first revision) that includes reference to the use of a Smith+Nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+Nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. The limited nature of registry data coupled with the anonymity of contributing healthcare providers prohibits further follow-up to obtain additional event and patient information or return of the reporter¿s device. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required. ",Patient had a first revision due to the following diagnosis: Loosening ¿ stem/Loosening - socket.,82,Male,Unknown,4/4/2007,8/17/2015,"E1612;E1627,E2308",F1905,A0102;A24,G07001,B20;B22,C19,D12;D15,N/A,0;CASE-2024-00219579-1,6/4/2007,7/24/2024,7/24/2024,SLR-Plus Cementless Stem,SLR PLUS Revision Stem 6,N/A,11806,75002805,N/A,7.612E+12,K093991,N/A,Serious Injury,Patient had a revision surgery due to the following reasons listed in the NJR-UK registry: Loosening - socket/Infection.,"This complaint was opened by Smith+Nephew to document a patient complication identified through the review of a National Joint Registry - United Kingdom report (Outcomes of SRL-PLUS stems after first revision) that includes reference to the use of a Smith+Nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+Nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. The limited nature of registry data coupled with the anonymity of contributing healthcare providers prohibits further follow-up to obtain additional event and patient information or return of the reporter¿s device. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required. ",Patient had a first revision due to the following diagnosis: Implant Fracture - stem/Implant Fracture - socket/Lysis ¿ Stem/Lysis ¿ Socket.,81,Female,Unknown,1/24/2005,6/4/2007,E1612;E1906,F1905,A0102;A24,G07001,B20;B22,C19,D12;D15,N/A,0;CASE-2024-00219579-1,4/19/2011,7/24/2024,7/24/2024,SLR-Plus Cementless Stem,SLR PLUS Revision Stem 4,N/A,11804,75002801,N/A,7.612E+12,K093991,N/A,Serious Injury,Patient had a revision surgery due to the following reasons listed in the NJR-UK registry: Loosening ¿ stem/Malalignment ¿ Socket/Head/Socket Mismatch - Head.,"This complaint was opened by Smith+Nephew to document a patient complication identified through the review of a National Joint Registry - United Kingdom report (Outcomes of SRL-PLUS stems after first revision) that includes reference to the use of a Smith+Nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+Nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. The limited nature of registry data coupled with the anonymity of contributing healthcare providers prohibits further follow-up to obtain additional event and patient information or return of the reporter¿s device. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required. ",Patient had a first revision due to the following diagnosis: Loosening ¿ stem/Wear of Acetabular Component.,78,Male,Unknown,2/17/2009,4/19/2011,"E1612;E2308,E2401",F1905,"A0102;A24,A26",G07001,B20;B22,C19,D12;D15,N/A,0;CASE-2024-00219579-1,5/20/2019,7/24/2024,7/24/2024,SLR-Plus Cementless Stem,SLR-PLUS Integr Stem Rev Lat. Ti/HA 4,N/A,11000451,75000201,N/A,7.612E+12,N/A,N/A,Serious Injury,Patient had a revision surgery due to the following reasons listed in the NJR-UK registry: Other.,"This complaint was opened by Smith+Nephew to document a patient complication identified through the review of a National Joint Registry - United Kingdom report (Outcomes of SRL-PLUS stems after first revision) that includes reference to the use of a Smith+Nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+Nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. The limited nature of registry data coupled with the anonymity of contributing healthcare providers prohibits further follow-up to obtain additional event and patient information or return of the reporter¿s device. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required. ",Patient had a first revision due to the following diagnosis: Unexplained Pain.,72,Female,Unknown,5/20/2019,5/20/2019,E2401,F1905,A26,G07001,B20;B22,C19,D12;D15,N/A,0;CASE-2024-00219579-1,12/31/2007,7/24/2024,7/24/2024,SLR-Plus Cementless Stem,SLR PLUS Revision Stem 5,N/A,11805,75002803,N/A,7.612E+12,K093991,N/A,Serious Injury,Patient had a revision surgery due to the following reasons listed in the NJR-UK registry: Loosening ¿ stem.,"This complaint was opened by Smith+Nephew to document a patient complication identified through the review of a National Joint Registry - United Kingdom report (Outcomes of SRL-PLUS stems after first revision) that includes reference to the use of a Smith+Nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+Nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. The limited nature of registry data coupled with the anonymity of contributing healthcare providers prohibits further follow-up to obtain additional event and patient information or return of the reporter¿s device. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required. ",Patient had a first revision due to the following diagnosis: Loosening ¿ stem.,78,Female,Unknown,12/14/2006,12/31/2007,E1612,F1905,A0102,G07001,B20;B22,C19,D12;D15,N/A,0;CASE-2024-00219579-1,1/27/2016,7/24/2024,7/24/2024,SLR-Plus Cementless Stem,SLR PLUS Revision Stem 6,N/A,11806,75002805,N/A,7.612E+12,K093991,N/A,Serious Injury,Patient had a revision surgery due to the following reasons listed in the NJR-UK registry: Loosening ¿ stem/Adverse Soft Tissue Reaction to Particulate Debris.,"This complaint was opened by Smith+Nephew to document a patient complication identified through the review of a National Joint Registry - United Kingdom report (Outcomes of SRL-PLUS stems after first revision) that includes reference to the use of a Smith+Nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+Nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. The limited nature of registry data coupled with the anonymity of contributing healthcare providers prohibits further follow-up to obtain additional event and patient information or return of the reporter¿s device. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required. ",Patient had a first revision due to the following diagnosis: Loosening ¿ stem.,73,Male,Unknown,4/3/2007,1/27/2016,E1612;E2008,F1905,A0102;A24,G07001,B20;B22,C19,D12;D15,N/A,0;CASE-2024-00219579-1,7/14/2010,7/24/2024,7/24/2024,SLR-Plus Cementless Stem,SLR PLUS Revision Stem 10,N/A,11810,75002813,N/A,7.612E+12,K093991,N/A,Serious Injury,Patient had a revision surgery due to the following reasons listed in the NJR-UK registry: Dislocation/Subluxation.,"This complaint was opened by Smith+Nephew to document a patient complication identified through the review of a National Joint Registry - United Kingdom report (Outcomes of SRL-PLUS stems after first revision) that includes reference to the use of a Smith+Nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+Nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. The limited nature of registry data coupled with the anonymity of contributing healthcare providers prohibits further follow-up to obtain additional event and patient information or return of the reporter¿s device. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required. ",Patient had a first revision due to the following diagnosis: Infection.,49,Female,Unknown,11/7/2007,7/14/2010,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,N/A,0;